Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd point-of-use sharps collectors the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter: no lids on the containers.

Event description:
It was reported while using bd point-of-use sharps collectors the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter: no lids on the containers.

Manufacturer narrative:
H6: investigation summary photo representation was provided for the complaint. It was reported by the customer that the containers do not have lids was verified. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (2236944) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months. According with this investigation and based on the evidence provided, it can be seen the following: ¿ there¿s one missing lid from the box. ¿ with lot number provided, its confirmed that this product was manufactured by flex on august 24, 2022. ¿ the product is in its original packaging. Additionally, within complaint report, it¿s mentioned that customer received products without one lid. With the information collected from the evidence provided, it can be confirmed this issue could potentially be related to the manufacturing process since this failure mode could be generated by omission of the operator. For this reason, a quality alert was implemented to create awareness and help on the prevention of lack of components (lids). Also, as part of the investigation, a review of customer complaint records was performed and according with the cc¿s records no complaints were received through the last twelve months for the same part number and issue, therefore, this is considered an isolated event. However, nine additional complaints were received for the same family (5.4qt) and issue. The previous complaints were closed as non-manufacturing related since there was not enough information provided from customer. Due to photo sample representation being received, an investigation could be performed, and a potential root cause could be determined as below: ¿ omission error within the visual inspection. ¿ non-controlled method to ship partial boxes to end user (re-packaging process). ¿ non-controlled handling within distributor facilities. Conclusion: based on information provided, this issue could potentially be related to the manufacturing process since there could have been process omission at the time to perform the packaging of the lids, however, additional information like method used to handle material, shipped partial sells and storage controls of the remaining product within distributors facilities in order to perform an exhaustive investigation is required. Additionally, quality alert was posted in order to aware all the personnel involved in the manufacturing process of this product. If additional information like a photo of original packaging used can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.